Event description:
It was reported that during an ear nose and throat (ent) surgical procedure, it was discovered that the console device ¿continued to leak irrigation after the drill was stopped¿. There were no delays the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported conditions were not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.